Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During hospitalization for af cryoablation, the patient developed ventricular tachycardia (vt). The device delivered high voltage therapy that was inadequate to terminate the vt, so the patient was given cardioversion externally multiple times. Upon interrogation, it was found that the device was in back-up mode with high voltage therapy disabled, so it was explanted and replaced. The patient's condition was stable following the procedure.